Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 03/10/2015.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 01/23/2015.

Event description:
According to the reporter: a piece of trocar broke off into the patient and was retrieved.